Manufacturer narrative:
(B)(4).

Event description:
The specimen retrieval bag ripped at the base of the bag when removing the appendix from the patient. The patient is safe and doing well. Because of this malfunction the surgeon was forced to reduce pressure on the bag and create a larger incision, also had to pull out the appendix in pieces because it had fallen back into the patient. Did this result in tissue damage or patient injury? No. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. Additional info received via email: we do not have the lot number for this. No bile leaked into the patient.